Event description:
It was reported that the programmer was "not functioning". Follow up was unsuccessful in determining the exact issue. The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the overlay and stylus were inoperable, as a result the overlay and stylus were replaced and calibrated. It was also noted that there was a bent tab on the power cord bay assembly, and there was a software load failure. (B)(4).